Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 8 catheters in total including 7 unused and 1 used. The used catheter was twisted even before it was opened but was inserted into the patient. However, it was too twisted and caused pain to the patient, so the insertion was abandoned.

Event description:
It was reported that there were 8 catheters in total including 7 unused and 1 used. The used catheter was twisted even before it was opened but was inserted into the patient. However, it was too twisted and caused pain to the patient, so the insertion was abandoned.

Manufacturer narrative:
The reported event is confirmed as cause unknown. Received 5 photos for evaluation. In the first two photos is evidenced 1 silicone foley catheter, out of its packaging, it is notice that the shaft is curved and the lot printed in the cap is nggy5096. The next two photos show 7 units inside their packaging, it is evident that the catheter's shafts are all curved. The last photo zooms into the packaging lot: myhw1780. Received 7 unused and 1 used all silicone foley catheter. All catheters (8 total) belong to the lot: nggy5096, per visual inspection it was confirmed that the shaft was curved. The 7 unused units had the printed lot in the package: myhw1780. The current record is to investigate the unused samples. No additional action was required at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter. Material: balloon catheter: silicone; silver coating. This product is made with bacti guard silver alloy coating. Sizes of catheters. Available in sizes 12 to 24 every 2fr. 1. Balloon catheter. Intended use & effect efficacy: this device is an indwelling catheter in the bladder for urinary drainage. The surface of catheter is coated first with a trace amount of metallic silver, and then polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. Directions for use: 1. Method of use: the device is intended for single use only and is not resusable. (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water-soluble lubricant. (3) insert the catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needleless syringe, and gently infuse the specified volume of sterile water into inflation lumen to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate and remove the balloon, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe by hands. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. (3) when inserting the catheter with stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. (4) no substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. (5) do not wipe catheter surface with organic solvents such as alcohol. (6) do not aspirate urine through drainage funnel wall. (7) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (8) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Precautions: 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. Troubleshooting: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method: with balloon rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. A. Non-rupture method: 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 1). 3) if situation wouldn't be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 2). 4) if situation wouldn't be improved with 3), insert a needle into the inflation lumen and pump the plunger. (Fig.3). 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.4). B. Balloon rupture method: 1) inject 100 to 200ml per cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. (Fig. 6). B) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. (Fig. 7). C) in female patients, burst the balloon by insertion of a needle along the urethra. (Fig. 8). 3. Malfunction and adverse events: 1) malfunction: catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use. 2) adverse events: urinary tract infection, hemorrhage, hematuria, allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments. Storage method and expiration date: 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box.¿ this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.